Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead had experienced and increase in capture threshold and a decrease in sensing. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.